Event description:
Additional information received indicated that the patient's insertable cardiac monitor (icm) was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was depleted. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. Analysis was unable to determine cause of high hybrid current.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient had no consequences.